Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was aspiration failure and aspiration pressure did not increase even when the foot switch was firmly depressed during cataract surgery. The tip and handpiece were replaced, but the situation did not improve. The pak was then replaced, and the surgery was completed with no patient harm.

Manufacturer narrative:
The customer did not retain the product lot information for this consumable procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. Aspiration failure was reported. A used fluidics management system (fms) in a tray was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The sample was tested using a centurion console. The sample could be recognized by the console. The sample primed and tuned with the centurion handpiece and the 0.9mm abs tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. Aspiration and irrigation flow rates functioned within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).